Event description:
Intubated patient with anchorfast ett holder in use. Ett noted to be resting on patient's bottom lip with mucosal erosion/injury observed. Ett holder failed offload pressure from tube onto patient's oral mucosa, resulting in a pressure injury.